Event description:
It was reported that an unspecified solution leaked and flowed out from the filling port of a large volume multirate infusor. It was stated that the leak occurred even after it was capped(back flow). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from may 20, 2021 - may 21, 2021. H10: the actual device was not available; however, a video sample was received for evaluation. Visual inspection was performed on the video sample which showed a leak (backflow) at the fill port during fill. The reported condition was verified. The cause of the condition could not be determined. However, possible causes for the reported leak at the fill port during filling may be due to particulate matter stuck under the product's check band. The particulate matter may be: (1) glass fragments from the drug glass ampule used during fill without a filter. The product labelling, instructions for use, recommends a filter be used during fill to prevent particles from entering inside the fill port and potentially causing a leak at the fill port, (2) acrylic shaving from the product's stress member. Small shavings from the stress member can potentially be created during manufacturing and the shavings can get stuck under the check band and cause a leak at the fill port during filling. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.